Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing and oversensing both fast ventricular tachycardia and at rial arrhythmia episodes. The device remains in use. No patient complications have been reported as a result of this event.